Event description:
In 2004, my brother had his right hip resurfaced with a depuy hip. In 2008, he had his left hip resurfaced with another depuy hip. After what appeared to be great success, he had horrible sciatic pain starting in 2009. Many MRI's and cat scans were done but no sign of cancer or other serious problems could be found by several medical professionals. At (B)(6) 2009, my brother started to have serious gastric problems. By (B)(6) of 2009, to our horror, he was diagnosed with stage 4 non primary liver and lung cancer. No primary cancer site could be found by two different tumor boards. Near the end of his life, a massive tumor was found "hiding" behind his left prosthetic which actually broke his femur. While his oncologist could not at this point "prove" the cancer was caused by a malfunction with the metal on metal depuy hip, it is our firm belief this is what caused my brother's cancer, horrible suffering and ultimately took his life. Dates of use: (B)(6) 2004 - (B)(6) 2010; (B)(6) 2008 - (B)(6) 2010. Diagnosis or reason for use: late sequelae of legg perthes disease.